Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2004 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Valve actuation test passed. System air leak test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler alarmed with a supply bag lines are blocked message occurred in dwell 3 of 4 (1 hr 6 min rem. / 1 hr 30 min set). Issue occurred 2-3x a week. Patient was connected during incident. One 5l heater bag (hb) half full of 2 supply bags were connected. Supply bag (sb) #1 was a 3l bag which was full and hanging with the white clamp open and the cone is broken. Sb #2 was a 3l bag which was empty and hanging with the white clamp open and the cone is broken. Hb selected during setup was 5l. More than 2 bags were not placed on the heater tray during setup. Last bag option set to no there were no air bubbles in sb lines. Replaced cycler due to sb lines blocked. The fresenius technical support representative issued the cycler replacement. Advised eta (B)(6) 2024 by 8pm; schedule p/u for (B)(6) 2024. There was patient involvement, however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt has been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.